Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
On (B)(6) 2015, during a pacemaker check one day post-implant ventricular threshold was increased to 7.5v/0.35ms. Since ventricular lead dislodgment was confirmed, a re-intervention was performed. The subject lead was re-implanted in the apex. On (B)(6) 2015 ventricular threshold was increased to 2.0v/0.35ms. On (B)(6) 2015 a second re-intervention was performed due to increasing ventricular threshold. The subject lead was re-implanted to apex. On (B)(6) 2015 the ventricular threshold increased into 1.5v/0.35ms and on (B)(6) 2015 it increased into 2.0v/0.35ms. On (B)(6) 2015 the ventricular threshold varied between 1.25v/0.35ms and 2.75v/0.35ms and intermittent ventricular capture failure was observed at 2.5v. On (B)(6) 2015 a re-intervention was performed. During the procedure no connection failure was confirmed, neither lead dislodgment. The connector part of the subject lead was cut off; the lead and the associated pacemaker were replaced. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, during a pacemaker check one day post-implant ventricular threshold was increased to 7.5v/0.35ms. Since ventricular lead dislodgment was confirmed, a re-intervention was performed. The subject lead was re-implanted in the apex. On (B)(6) 2015 ventricular threshold was increased to 2.0v/0.35ms. On (B)(6) 2015 a second re-intervention was performed due to increasing ventricular threshold. The subject lead was re-implanted to apex. On (B)(6) 2015 the ventricular threshold increased into 1.5v/0.35ms and on (B)(6) 2015 it increased into 2.0v/0.35ms. On (B)(6) 2015 the ventricular threshold varied between 1.25v/0.35ms and 2.75v/0.35ms and intermittent ventricular capture failure was observed at 2.5v. On (B)(6) 2015 a re-intervention was performed. During the procedure no connection failure was confirmed, neither lead dislodgment. The connector part of the subject lead was cut off; the lead and the associated pacemaker were replaced. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2015, during a pacemaker check one day post-implant ventricular threshold was increased to 7.5v/0.35ms. Since ventricular lead dislodgment was confirmed, a re-intervention was performed. The subject lead was re-implanted in the apex. On (B)(6) 2015 ventricular threshold was increased to 2.0v/0.35ms. On (B)(6) 2015 a second re-intervention was performed due to increasing ventricular threshold. The subject lead was re-implanted to apex. On (B)(6) 2015 the ventricular threshold increased into 1.5v/0.35ms and on (B)(6) 2015 it increased into 2.0v/0.35ms. On (B)(6) 2015 the ventricular threshold varied between 1.25v/0.35ms and 2.75v/0.35ms and intermittent ventricular capture failure was observed at 2.5v. On (B)(6) 2015 a re-intervention was performed. During the procedure no connection failure was confirmed, neither lead dislodgment. The connector part of the subject lead was cut off; the lead and the associated pacemaker were replaced. The subject pacemaker will be returned for analysis.